Event description:
A pump malfunction was reported when an alarm was declared during the loading process. There was no adverse impact to the customer's blood glucose level. Despite following the proper loading technique with assistance from technical support, the customer was unable to successfully resume insulin therapy due to a recurring cartridge alarm. Technical support decided to replace the pump, which was still under warranty, and instructed the customer on returning the faulty pump and using multiple daily injections as backup therapy.